Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - unknown. Product code - unknown. Product identification & expiration date - unknown. Date explanted - unknown. Manufacture date - unknown. The product identification necessary to review manufacturing history was not provided. This report is number 1 of 1 mdrs filed for this event (reference 1825034-2012-02413). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02413 & 2013-05980).

Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty on (B)(6) 2002. Subsequently, patient alleges pain, difficulty walking and elevated metal ion levels. It is unknown whether a revision procedure has occurred. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.